Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was admitted to the hospital with severe/excessive tremors. The patient¿s device was checked and reported to be on and okay. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the battery was at end of life. The patient weight was unknown. No further complications were reported as a result of this event.